Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, moderately tortuous, and moderately calcified lesion in the mid right coronary artery. A 4.0x8mm nc trek rx balloon dilatation catheter (bdc) was prepared per the instructions for use. Pre-dilatation was performed with a non-abbott balloon catheter followed by intravascular ultrasound (ivus). Additional dilatation was being performed with the 4.0x8mm nc trek rx bdc. The balloon was inflated to 12 atmospheres (atm) the first time and 16 atm the second time; however, the balloon ruptured during the third inflation at 18 atm. Ivus was performed and the procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.